Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. The customer first received a no delivery alarm and then a motor error alarm. She woke up the day of the report with a blood glucose level of 500 mg/dl and her most recent blood glucose level was 400 mg/dl. The customer treated her high blood glucose level with manual injections. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.